Manufacturer narrative:
The cable was manufactured 09-jul-2010 and review of the device history record supports that there were no non-conformances for any reason. As of january 2009, extensive testing to determine the useful life of the cable was conducted and determined to be 3 years. This information was provided to edwards customers via a product notification which included recommendations for cable replacement and/or return to edwards for evaluation following the established time-period. New product labeling now includes information regarding the useful life of the product. The reported has significantly exceeded its expected life. Examination of the returned cable was unable to find any failure of the device to perform as expected. The customer¿s complaint was unable to be confirmed. A cable selftest was executed using the vig 2 monitor, cirris functional testing and sr720 lcr testing were all satisfactory and support that there was no failure involving the cable. No physical damage was observed and cco was run for over 10 minutes with no observed issues. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the fault could not be replicated and there was no evidence of any other failure which could account for the customer¿s experience. The associated monitor was also evaluated and absolved as contributing to the customer's experience. The cable will be returned to the customer and no further actions will be pursued at this time.

Event description:
It was reported that the displayed continuous cardiac output (cco) value was abnormal. There was no inappropriate treatment performed due to this abnormal value. There was no patient injury reported. No other details have been provided.

Manufacturer narrative:
Additional manufacturer narrative: the device manufacturing records were reviewed and this device passed all manufacturing inspections with no non-conformances identified. The device evaluation is anticipated but has not yet begun; the device has not yet been received for evaluation. Any additional information learned will be submitted in a supplemental report. No further actions possible at this time.